Manufacturer narrative:
E1. (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodgment occurred requiring additional intervention. The 90% stenosed target lesions were located in the mid-segment of the left anterior descending artery and the right coronary artery. A 20 x 3.50mm promus premier drug-eluting stent (des) was selected for treatment. However, during the procedure, angiography revealed damage to the stent tip, and the stent became detached from the balloon. The device was successfully retrieved using a non-boston scientific device. The procedure was then completed using another of the same device. There were no patient complications reported, and the patient was stable following the procedure.

Event description:
It was reported that stent dislodgment occurred requiring additional intervention.the 90% stenosed target lesions were located in the mid-segment of the left anterior descending artery and the right coronary artery. A 20 x 3.50mm promus premier drug-eluting stent (des) was selected for treatment. However, during the procedure, angiography revealed damage to the stent tip, and the stent became detached from the balloon. The device was successfully retrieved using a non-boston scientific device. The procedure was then completed using another of the same device. There were no patient complications reported, and the patient was stable following the procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital (B)(6). E1. Initial reporter phone: (B)(6).investigation results: device technical analysis: promus premier ous mr 20 x 3.50mm was returned to the boston scientific site. A visual and tactile inspection identified kinks in the hypotube shaft. A visual and tactile inspection identified no issues with the shaft polymer extrusion. A visual and tactile inspection identified no stent returned. A microscopic examination of the balloon material identified no tears, pinholes or damage, however there was evidence that the balloon had been subjected to some positive pressure and the crimp marks from the stent were visible on the balloon. A microscopic examination of the proximal and distal markerbands identified no damage. A microscopic examination of the distal tip showed no signs of damage. Media review: a media review was conducted and revealed a single image returned attached to the complaint information of the device's outer carton. Two angiographic video recordings were received attached to the complaint record. A review of the media available could confirm the alleged stent dislodgement. Angiographic review shows a dislodged and damaged stent located in a non-coronary vessel, which was successfully captured using a retrieval device. A separate recording of the left coronary arteries shows normal contrast flow with no visible stent, delivery system, or related devices. Device history review:it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event.labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion:this investigation is assigned a most probable investigation conclusion code of cause not established as the exact cause of the reported stent detach and damage could not be confirmed. The investigation confirms that the promus premier device experienced a stent dislodgement event during treatment of a 90% stenosed lad lesion. Although the procedure was ultimately completed with a second device and no patient complications occurred, angiographic review clearly showed that the original stent became detached and migrated into a non coronary vessel. The complaint reports that it was successfully retrieved. Analysis of the returned device provided limited insight into the cause of the event. The stent itself was not returned; however the media clearly shows damage to the stent. An examination of the delivery device showed kinks in the hypotube shaft. It is not known if the kinks occurred during use or during device handling post procedure. No damage identified on the balloon however, the balloon exhibited signs of having been subjected to positive pressure. It is noted that if the balloon was inflated then the stent securement on the balloon would have been compromised which would result in a stent detach. However, it is not possible to determine when the balloon was inflated. Two angiographic videos did support the stent dislodgement allegation because the angiographic review shows a dislodged and damaged stent located in a non-coronary vessel. The exact moment of detachment was not captured therefore the cause could not be determined.